Event description:
It was reported that while ventilating a pt nursing care was being provided with the pt. Nursing silenced the alarm several times. At some point, the inspiratory limb of the circuit became disconnected from the fisher & paykel humidifier canister and the pt coded (respiratory/cardiac arrest) but was revived. A respiratory therapist responded to the room and reconnected the circuit. No pt injury reported.

Manufacturer narrative:
The reported event is not caused or related to a technical fault of the ventilator. The ventilator performed and alarmed according to spec. The appropriate alarms have been verified by analysis of the device log file.